Manufacturer narrative:
Additional information was provided in d.3., g.1., h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. Information was provided that, in the surgeon's opinion, the cause of the event was related to the surgeon not enlarging the incisions for the use of a larger company cartridge for the delivery of the company lens. The product has not been received to evaluate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the incision was not enlarged using the cartridge. Hence the lens was not implanted in the patient's eye, it was only halfway injected out of device.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.